Event description:
(B)(4). It was reported that patient death occurred. In (B)(6) 2012, the patient presented due to silent ischemia and index procedure was performed. The 20mm x 3.5mm, 90% stenosed target lesion was a de novo, type c, concentric, diffuse lesion over 2cm, with <= 45 degree angulation, timi flow 2 and was located in the mid proximal right coronary artery (rca). A 3.50x24mm promus element ¿ stent was implanted in the lesion at 16 atmospheres. Post procedure, the patient had residual stenosis of 0% and timi flow 3. No post-dilation was performed. The procedure was successfully completed. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient developed congestive heart failure and was treated with medication. In (B)(6) 2013, the patient died.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).